Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation in clinic, right atrial lead fracture was noted. Patient has a documented history of the ra lead fracture since (B)(6) "2015". Physician elected to continue to monitor the lead. The patient was stable.

Manufacturer narrative:
Correction: device manufacture date should have been 2/3/2011 rather than blank.